Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a grip cable broken at the base of the jaw grips. The cable crimp of the broken cable remained inside the jaw. No damage was found on clevis or the pulley sections. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hemicolectomy procedure, the cadiere forceps instrument malfunctioned. No patient harm, adverse outcome or injury was reported.